Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tsv titanium asc screw (mhlasc) was returned for investigation. Visual evaluation of the as returned product identified signs of wear/use but no apparent signs of malfunction. Functional testing was performed using an applicable in-house mating device. The devices were able to assemble as normal (file: functional test). No pre-existing conditions were noted on the per. The device had been placed on an unknown tooth location for an unknown period of time. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: tsv bellatek express and bellatek flex (p-texpflex) rev b, april 2021. Information identified: precautions &. Per the applicable IFU, it is stated that improper technique could cause screw loosening. DHR review: DHR review for the lot (2020050337) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020050337) for similar events (complaint category keywords: functional: loosening) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment was fully seated and out of contact but the screw became loose several days after being placed.